Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During prophylactic explant of the ICD, noise was observed on the right ventricular (rv) lead. Additional noise episodes were noted on the rv lead one month post procedure, and a lead revision was performed to reconnect the rv lead to the device header. The patient was stable.